Event description:
It was reported that the patient had received inappropriate shocks for atrial flutter with rapid ventricular response. It was noted that the patient was persistently in atrial flutter and underwent an atrial ablation procedure and was treated with medication, which resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that pacemaker mediated tachycardia was observed. The device was reprogrammed.